Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The thermistor was replaced to address this issue. The device was serviced and fully tested before it was returned to the customer. An investigation determined that the reported complaint was due to a defective thermistor. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf 116) related to ambient temperature measurement. The device was not in patient use when the reported event occurred.

Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not been returned, therefore, resmed is unable to confirm the alleged malfunction at this time. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf 116) related to ambient temperature measurement. The device was not in patient use when the reported event occurred.